Manufacturer narrative:
Motor error alarm during occlusion test due to faulty force sensor resistor (gold). Motor passed motor test. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported the insulin pump alarmed motor error frequently. Customer blood glucose was not provided. No further information reported.